Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6)2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh was free floating, mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6). Operative report. Procedure performed: rives-stoppa repair with gore-tex mesh. Preoperative diagnosis: large ventral hernia, recurrent. Co-morbidities: morbid obesity. Postoperative diagnosis: large ventral hernia. Complications: none. Sponge/needle/instrument counts: correct x 2. Indications for procedure: ¿the patient is a 43-year-old morbidly obese white female with a large ventral hernia causing increasing pain, requesting repair. It was previously repaired primarily at the time of her adrenalectomy.¿ drains: none. Specimens: hernial sac. Operative findings: ¿patient with a large fascial defect in the upper midline containing a large amount of bowel and transverse colon. Description of procedure: the patient was taken to the operating room and placed supine on the operating table. After undergoing adequate general anesthesia, a midline incision was made. This was taken down until the hernial sac could be identified. The hernial sac was opened anteriorly and the midline was able to opened along its entirety. There were multiple loops of bowel adhered to the hernial sac and these were all able to be dissected free. The fascia was able to be identified laterally, both on the right and the left. With the fascia being identified, the hernial sac was dissected free and passed off the field. Once good fascial edges were identified, it was felt that primary closure required too much tension and would not be advisable. Decision was made to place a large piece of gore-tex. A 26 x 32 piece of gore-tex was placed into the abdomen and a rives-stoppa type of repair. A gore-tex suture passer with 2-0 prolene was used to secure the gore-tex 3-4 cm lateral to the fascial edge. This was performed circumferentially. Once the gore-tex was able to be secured to the anterior abdominal wall, the sutures were tied. Any areas of possible openings were reinforced with 2-0 prolene between the mesh and the anterior abdominal wall. Once the mesh was secure, the wound was irrigated. The dermis was reapproximated with 3-0 vicryl interrupted suture and the skin was closed with staples. Steri-stirps were applied to all the puncture holes for securement of the mesh. Sterile dressing was applied. The patient was awakened and was stable to the recovery room.¿ (B)(6) 2004: (B)(6). Perioperative report. Implant record. Mesh dual plus 26cm x 34 cm x 1.0 mm. Model name: 1dlmc08. W.l. Gore and associates. Qty. 1. Site: abdomen. Expiration: 1/1/53 [sic]. The records confirm a gore® dualmesh® biomaterial (1dlmc08/ni) was implanted during the procedure. Records between 12/10/04 and 11/15/17 were not provided. (B)(6) 2017:(B)(6). Office notes. Complains of hernia. Patient has ventral/incisional hernia, problem started 2003 with an adrenalectomy done with a kehr incision. Hernia repaired at same time and recurred. Had an open hernia repair done with what appears to have been gore-tex followed by reoccurrence. At that point in time patient was massively obese underwent sleeve gasterectomyone [sic] year ago and lost 100 lbs. Now has huge panniculusand [sic] and giant complex hernia. Also noted gallstones. Has one episode of small bowel obstruction. This apparently was treated nonoperatively. It was related to the hernia. Patient has a left lower quadrant hernia and a giant midline hernia that is hanging down into her panniculus. Will try to remove old mesh and do abdominal wall reconstruction. This is going to require enterocleisisas [sic] well as cholecystectomy. She does not smoke and is nondiabetic. Past medical history: gerd [gastroesophageal reflux disease], former smoker. Past surgical history: adrenal mass, hernia repair x 2. (B)(6) 2018:(B)(6) . History and physical. ¿I have a hernia.¿ 56-year-old woman referred for massive recurrent ventral incisional hernia. Started in 2003 after an open adrenalectomy which was done over a kehr incision. She developed a hernia and this recurred. She had open repair of what appears to have been gore-tex followed by another recurrence. Gallstones were noted incidentally and she had one episode of small bowel obstruction that was treated nonoperatively. This was related to the hernia. She has a giant hernia in her left lower quadrant, a giant hernia in her midline extending down into this huge panniculus with very thin overlying skin and a hernia in her left upper quadrant that extends toward the midline. All this represents what I would describe as near complete failure of her abdominal wall. She presents today for open cholecystectomy, abdominal wall reconstruction with bilateral rectus advancement flaps and panniculectomy. Review of systems: abdominal pain, weight loss secondary to sleeve gastrectomy. Impression: multiple massive multiply recurrent ventral hernias and gallstones. Plan: abdominal wall reconstruction and cholecystectomy as well as enterolysis. (B)(6) 2018:(B)(6). Operative report. Preoperative diagnosis: massive complex multiple ventral incisional hernias, recurrent x 2, cholelithiasis. Postoperative diagnosis: massive complex multiple ventral incisional hernias, recurrent x 2, cholelithiasis. Assistant: (B)(6) do. Operation: exploratory laparotomy, extensive adhesion lysis, open cholecystectomy, repair of multiple ventral hernias with mesh, component separation, recuts advancement flaps, abdominal wall reconstruction. Anesthetic: general et intubation, (B)(6) , md. Blood loss: 200 ml. Fluids: ringer¿s lactate. Specimen: gallbladder. Drains: jackson-pratt x 2. Complications: none. Condition postop: stable. Indications and findings: ¿the patient is a unfortunate 56-year-old woman, who underwent a left adrenalectomy and multiple abdominal procedures including a gastric sleeve. She has had 2 previous repairs of ventral hernias. The last repair was obviously done with gore-tex and was a huge underlay. She has had one episode of small bowel obstruction, treated symptomatically. She was referred to me by the doctors hospital of (B)(6) because of the difficulty of this hernia repair. It was also notable that she had what appeared to be symptomatic gallstones. I recommended abdominal wall reconstructions. We outlined the many possibilities of complications secondary to the magnitude of this procedure. This patient had at least 3 distinct very large hernias and almost total midline wound and failure despite a large free-floating piece of gore-tex.¿ description of operation: ¿informed consent was signed. Patient was brought to the operating room, placed on the operating room table. Anesthetic was induced. She was prepped and draped. A low midline transverse panniculectomy incision was made from anterior iliac spine to anterior iliac spine and carried past out onto the flank. A flap was raised up to the xiphoid simply put. However, in doing this, we ran into scar tissue, multiple hernias, et cetera. One of the hernias pretty much filled her whole panniculus. The whole midline was herniated plus there were hernias under a crura incision in the left upper quadrant, as well as a left parastomal hernia or a hernia through a previous stoma site. We carefully opened the midline mesh that was about all that was holding her viscera in place and it was literally floating on a sea of intestine. This was divided up to the xiphoid and, after very tedious adhesion lysis, the gallbladder was exposed. A top-down cholecystectomy was done without leakage or contamination. Cystic duct and cystic artery were clipped and this was sent away as a specimen. It was thick-walled and completely filled with stones. There was a fatty liver. Once we did all this, attention was turned to repairing the hernia. There was a hernia under the crura incision and I went ahead and did a progrip underlay and fastened that to the posterior abdominal wall using a reliatack device. A piece of covidien composite was brought through the stoma hernia. The rectus muscles were released laterally by incising the anterior rectus sheath bilaterally. This patient¿s anterior abdominal wall was extremely thin. The rectus muscles were approximated from above the pubic bone all the way up to the xiphoid. There was another hernia near the xiphiod, which was small. All of these require reduction. Once the rectus muscle was imbricated, peak airway pressure went from 17, never exceeded 23. The anterior rectus sheath was then flipped over and sewed together to given yet another layer. Next, a piece of symbotex mesh measuring 20 x 30 was sutured down to the whole defect all the way around to the cut edge of the external oblique aponeurosis. Two blake drains were brought out through separate stab wounds and sutured in place. A spy device was used to check for viability of the abdominal wall. Naturally, the skin over this hernia was extremely thin and nonviable. An inverted tepee type incision was used to take away the nonviable tissue and the skin was all closed in layers. This left a very cosmetically appealing repair and very functional appealing repair despite the complicated nature of this case. Frequent irrigation and multiple glove changes were used during this procedure to maintain asepsis, as well as we possibly could. The patient was transported to the recovery room in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018procedure was not provided.] (B)(6) 2018:(B)(6). Operative report. Preoperative diagnosis: flap necrosis. Postoperative diagnosis: flap necrosis. Operation: revision of flap following abdominal wall reconstruction. Assistant: nurses. Anesthetic: general et [endotracheal] intubation. Anesthesiologist: (B)(6). Blood loss: 50 ml. Fluids: ringer¿s lactate. Specimen: none. Drains: none. Complications: none. Postoperative condition: stable. Indications and findings: ¿this patient is a pleasant 56-year-old woman who underwent an abdominal wall reconstruction of february 1st. She had also a cholecystectomy and multiple large hernias from previous surgeries. This patient had actually had a kehr incision in her left upper quadrant, and I had concern over the flap on that side from the outset. She passed a spy glass examination with good perfusion of the flap on both sides. She had a t-type incision because her midline skin was so thin from the massive hernias that she had, and the tip of the left flap where it joined the lower part of the incision was obviously not going to make it. It was violaceous in color and cool to the touch. Description of operation: she was brought to the operating room, placed on the operating room table, anesthetic was induced, and she was prepped and draped. A fairly large triangle of tissue was made by going above the original longitudinal part of the incision and bringing this all the way down to the lower flap. The staples were then taken out of the midline and the transverse incision as well. After we had cut back to good bleeding borders, the wound was copiously irrigated and re-sutured. There was not an undue amount of tension, and at this point in time I have a good prognosis for resolution of her wound. A sterile dressing was applied and the abdominal binder reapplied. The patient tolerated the procedure well and was returned to recovery room in stable condition. (B)(6) 2018:(B)(6). Discharge summary. Admit date: (B)(6) 2018. Discharge date: (B)(6) 2018. Discharge diagnosis: massive complex ventral hernia, symptomatic gallstones, severe abdominal wall ptosis, necrotic flap postoperatively, history of obesity, history of left adrenalectomy, history of gastric sleeve, multiple previous hernia repairs, recurrent hernias, postoperative anemia. Operations: abdominal wall reconstruction, revision of flaps done on admission and revision of flabs on (B)(6). Hospital course and discharge instructions: referred from (B)(6) after the doctors there had deemed her hernia irreparable. She has had multiple past hernia repairs. Her hernias stem from a gastric sleeve and a distant adrenalectomy. This was done with a kehr incision. The patient had a large connected panniculus and very thin skin. I agreed to undertake her procedure. She underwent a lengthy operation. We removed her gallbladder and repaired her multiple midline defects. Please see op note. Unfortunately, she developed some flap necrosis, and these flaps had to be revised. We had anticipated this perioperatively due to her multiple previous abdominal excisions. After revision, she has done extremely well. She is tolerating a regular diet. Her wounds are clean. She is mildly anemic. White count has resolved and is now normal. She is afebrile and ambulating. Discharge home today. Light activity. Regular diet. (B)(6) 2018:(B)(6) office notes. Presents to discuss diagnostic procedure results. Patient had revision of flao [sic] following abdominal wall reconstruction. Sutures out midline wound mild necrosis. Drains out. Past medical history: cholelithiasis, ventral incisional hernia without gangrene. Former smoker. Past surgical: hernia repair; post-op complications, x 2. Tubal ligation. Weight 181 lbs, bmi 29.21. (B)(6) 2018:(B)(6). Office notes. Presenting to discuss diagnostic procedure results. Had revision of flao [sic] following abdominal wall reconstruction. Roma [sic] aspirated otherwise doing well. (B)(6) 2018:(B)(6). Office notes. Slough in central wound, we¿ll re-excise. History: ventral incisional hernia without gangrene, seroma, postoperative. Weight 181 lb, bmi 29.21. (B)(6) 2018:(B)(6). Operative report. Preoperative diagnosis: necrotic flap. Postoperative diagnosis: same. Operative procedure: revision of abdominal wall skin flaps and primary closure. Assistant: nurses. Anesthesia: general, et [endotracheal] intubation ¿ dr.(B)(6). Blood loss: minimal. Fluids: ringers lactate. Specimens: none. Drains: none. Complications: none. Condition postop: stable. Operation indication and findings: ¿site and side was verified during time out. Consent reviewed with the patient, which was signed and in the chart. (B)(6) is a very pleasant 57-year-old woman who had a massive hernia repair done at candler by means of abdominal wall reconstruction. She had done extremely well. Her drains are out. Unfortunately there is a small area of slough in her midline wound, and we bring her today to revise the flaps. By the time I got her from my office to here, the uppermost defect had almost healed leaving only the lower one. She was placed on the operating room table and anesthetic was administered. She was prepped and draped and an elliptical incision was made and was carried down through the skin and subcutaneous tissue. Quite a bit of fat necrosis was removed, and there was one area of redundant mesh that was excised and reclosed. The wound was irrigated. Hemostasis was obtained, and it was closed primarily. The patient tolerated the procedure well and was transported to the recovery room in stable condition. She will follow up in my office next week.¿ (B)(6) 2018:(B)(6) . Office notes. Wounds clean doing well. One half sutures removed. Has gynecomastia causing lumbago. Refer to dr. (B)(6) . Weight 181 lbs, bmi 29.21. (B)(6) 2018:(B)(6). Office notes. Sutures out, doing well. (B)(6) 2018:(B)(6). Office notes. Seroma decompressing from wound. Packed open. (B)(6) 2018:(B)(6). Office notes. Seroma drained, doing well. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions: d17: appropriate code/term not available .for ¿withdrawn complaint¿ . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code (3191: used for "mesh was free floating") was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6)2004 through(B)(6)2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records between (B)(6)2004 and (B)(6)2017 were not provided. Patient information: medical history: obesity, (B)(6) 2004: ¿morbidly obese¿. (B)(6) 2017: ¿lost 100 lbs. After gastric sleeve one year ago, has huge panniculus¿. (B)(6) 2018: 181 lbs., bmi 29.21. Smoking. (B)(6) 2017: ¿former smoker¿. (B)(6) 2014: large ventral hernia. (B)(6) 2017: ¿giant complex hernia. Left lower quadrant hernia and giant midline hernia, hanging down into panniculus.¿ (B)(6) 2018: midline wound mild necrosis. Surgical procedures: unknown date: tubal ligation. (B)(6) 2016: gastric sleeve. (B)(6) 2004: attempted left laparoscopic adrenalectomy with open conversion. Incarcerated ventral hernia repair. (B)(6) 2004: rives-stoppa repair with gore-tex mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2018: exploratory laparotomy, extensive adhesion lysis, open cholecystectomy, repair of multiple ventral hernias with mesh, component separation, recuts advancement flaps, abdominal wall reconstruction. Implant: symbotex mesh. (B)(6) 2018: revision of abdominal wall skin flaps and primary closure. Implant preoperative complaints: (B)(6) 2004: ¿indications for procedure: the patient is a 43-year-old morbidly obese white female with a large ventral hernia causing increasing pain, requesting repair. It was previously repaired primarily at the time of her adrenalectomy.¿ implant procedure: rives-stoppa repair with gore-tex mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc08/ni, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6) 2004 : wound classification: clean-contaminated. Findings: ¿patient with a large fascial defect in the upper midline containing a large amount of bowel and transverse colon.¿ description of hernia being treated: ¿after undergoing adequate general anesthesia, a midline incision was made. This was taken down until the hernial sac could be identified. The hernial sac was opened anteriorly and the midline was able to opened along its entirety. There were multiple loops of bowel adhered to the hernial sac and these were all able to be dissected free. The fascia was able to be identified laterally, both on the right and the left. With the fascia being identified, the hernial sac was dissected free and passed off the field. Once good fascial edges were identified, it was felt that primary closure required too much tension and would not be advisable.¿ implant size and fixation: ¿decision was made to place a large piece of gore-tex. A 26 x 32 piece of gore-tex was placed into the abdomen and a rives-stoppa type of repair. A gore-tex suture passer with 2-0 prolene was used to secure the gore-tex 3-4 cm lateral to the fascial edge. This was performed circumferentially. Once the gore-tex was able to be secured to the anterior abdominal wall, the sutures were tied. Any areas of possible openings were reinforced with 2-0 prolene between the mesh and the anterior abdominal wall. Once the mesh was secure, the wound was irrigated. The dermis was reapproximated with 3-0 vicryl interrupted suture and the skin was closed with staples. Steri-stirps [sic] were applied to all the puncture holes for securement of the mesh.¿ relevant medical information: (B)(6) 2017: ¿complains of hernia. Patient has ventral/incisional hernia, problem started 2003 with an adrenalectomy done with a kehr incision. Hernia repaired at same time and recurred. Had an open hernia repair done with what appears to have been gore-tex followed by reoccurrence. At that point in time patient was massively obese underwent sleeve gasterectomyone [sic] year ago and lost 100 lbs. Now has huge panniculusand [sic] and giant complex hernia.¿ ¿has one episode of small bowel obstruction. This apparently was treated nonoperatively. It was related to the hernia. Patient has a left lower quadrant hernia and a giant midline hernia that is hanging down into her panniculus. Will try to remove old mesh and do abdominal wall reconstruction. This is going to require enterocleisisas [sic] well as cholecystectomy. She does not smoke and is nondiabetic.¿ explant preoperative complaints: (B)(6) 2018: ¿I have a hernia.¿ ¿56-year-old woman referred for massive recurrent ventral incisional hernia.¿ ¿ all this represents what I would describe as near complete failure of her abdominal wall. She presents today for open cholecystectomy, abdominal wall reconstruction with bilateral rectus advancement flaps and panniculectomy.¿ ¿impression: multiple massive multiply recurrent ventral hernias and gallstones. Plan: abdominal wall reconstruction and cholecystectomy as well as enterolysis.¿ explant procedure: exploratory laparotomy, extensive adhesion lysis, open cholecystectomy, repair of multiple ventral hernias with mesh, component separation, recuts advancement flaps, abdominal wall reconstruction. [Implant: symbotex mesh] explant date: (B)(6)2018 [hospitalization (B)(6), 2018]. Wound classification: unknown findings: ¿this patient had at least 3 distinct very large hernias and almost total midline wound and failure despite a large free-floating piece of gore-tex.¿ operative report: ¿a low midline transverse panniculectomy incision was made from anterior iliac spine to anterior iliac spine and carried past out onto the flank. A flap was raised up to the xiphoid simply put. However, in doing this, we ran into scar tissue, multiple hernias, et cetera. One of the hernias pretty much filled her whole panniculus. The whole midline was herniated plus there were hernias under a crura incision in the left upper quadrant, as well as a left parastomal hernia or a hernia through a previous stoma site. We carefully opened the midline mesh that was about all that was holding her viscera in place and it was literally floating on a sea of intestine. This was divided up to the xiphoid and, after very tedious adhesion lysis, the gallbladder was exposed. A top-down cholecystectomy was done without leakage or contamination. Cystic duct and cystic artery were clipped and this was sent away as a specimen. It was thick-walled and completely filled with stones. There was a fatty liver. Once we did all this, attention was turned to repairing the hernia. There was a hernia under the crura incision and I went ahead and did a progrip underlay and fastened that to the posterior abdominal wall using a reliatack device. A piece of covidien composite was brought through the stoma hernia. The rectus muscles were released laterally by incising the anterior rectus sheath bilaterally. This patient¿s anterior abdominal wall was extremely thin. The rectus muscles were approximated from above the pubic bone all the way up to the xiphoid. There was another hernia near the xiphiod, which was small. All of these require reduction. Once the rectus muscle was imbricated, peak airway pressure went from 17, never exceeded 23. The anterior rectus sheath was then flipped over and sewed together to given yet another layer. Next, a piece of symbotex mesh measuring 20 x 30 was sutured down to the whole defect all the way around to the cut edge of the external oblique aponeurosis. Two blake drains were brought out through separate stab wounds and sutured in place. A spy device was used to check for viability of the abdominal wall. Naturally, the skin over this hernia was extremely thin and nonviable. An inverted tepee type incision was used to take away the nonviable tissue and the skin was all closed in layers. This left a very cosmetically appealing repair and very functional appealing repair despite the complicated nature of this case.¿ pathology: [a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: operative report. Revision of flap following abdominal wall reconstruction indications and findings: ¿this patient is a pleasant 56-year-old woman who underwent an abdominal wall reconstruction of february 1st. She had also a cholecystectomy and multiple large hernias from previous surgeries. This patient had actually had a kehr incision in her left upper quadrant, and I had concern over the flap on that side from the outset. She passed a spy glass examination with good perfusion of the flap on both sides. She had a t-type incision because her midline skin was so thin from the massive hernias that she had, and the tip of the left flap where it joined the lower part of the incision was obviously not going to make it. It was violaceous in color and cool to the touch.¿ description of operation: ¿a fairly large triangle of tissue was made by going above the original longitudinal part of the incision and bringing this all the way down to the lower flap. The staples were then taken out of the midline and the transverse incision as well. After we had cut back to good bleeding borders, the wound was copiously irrigated and re-sutured. There was not an undue amount of tension, and at this point in time I have a good prognosis for resolution of her wound .¿ (B)(6) 2018: ¿discharge home today. Light activity.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.